Event description:
It was reported that a power source alert occurred, prompting the customer to check their equipment. There was no adverse impact to the customer's blood glucose level. The customer used a tandem charging cable and wall adapter, and after leaving the adapter plugged into a working outlet for at least 30 minutes, the pump began charging, resolving the issue without further assistance.